Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No displacement test anomaly noted. Pump had cracked battery tube threads, reservoir tube and minor scratched display window.

Event description:
Customer reported via phone call of waking up with high blood glucose of 400 mg/dl. Customer reported that insulin was not delivering from infusion set, even after reservoir and infusion set change. Customer reverted to an old pump which had occasional keypad anomaly. Customer then began to treat with manual injection. Customer's blood glucose at the time of call was 110 mg/dl. Troubleshooting was performed and customer was advised that insulin pump would need to be replaced.